Event description:
It was noted that this controller was acting as the patient's backup controller when the display issue was observed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a display issue was confirmed with evaluation of the returned system controller (serial # (B)(6) ). A self-test was activated and the visual message on the display has several lines of inactive pixels. The display issue was related to the lcd display module within the system controller. A root cause of the display issue could not be determined during the analysis. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) ) was shipped to the customer on 04nov2014. Heartmate ii lvas IFU (section 7) and heartmate ii patient handbook doc (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii lvas IFU (section 6, 8) and heartmate ii patient handbook (section 4, 6) contains important cautions and information on general equipment care, storage, and management. Heartmate ii lvas IFU and heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had a display error on pocket controller. The controller was exchanged and will be returned for evaluation.